Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 4, 2016, the lay user/patient contacted lifescan USA alleging that her onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began one morning 2.5 weeks prior to contacting lifescan (date/time not provided). The patient stated that she obtained an unknown result using the subject meter that was between 30-40 points higher than an unknown result obtained using another device, both results taken within 30 minutes apart from each other. The patient manages her diabetes without diabetes medications. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptom of "anxiety" 2 days after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury and there was no treatment received. The alleged product issue was not resolved with troubleshooting.